Manufacturer narrative:
Tw: (B)(4). Event site name exceeded character limitations: (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that after opening the acrobat-I stabilizer z packaging unit it was discovered that the stabilizer was missing. The problem occurred before the procedure, during the surgical preparations. The patient was not in the or. There was no procedural delay. The vacuum hose and container were included. To perform the procedure, another package had to be opened. No injury.

Event description:
N/a.

Manufacturer narrative:
Tw#(B)(4). Updated sections: b4,g3,g6,h2,h6,h11. The investigation has been started since the complaint was received, the following contents have been conducted: 1. Device historical record review: the DHR of the reported lot has been reviewed. No non-conformity relevant with the reported issue is observed. All the products had been performed 100% visual inspection and function test during production. They all passed the inspection and function test which demonstrate the part assembly is integrated. 2. Trend review: in the 12 months from 11-nov 2024 to 10-nov 2025 (date of event), the occurrence rate for the reported issue is found to be (B)(4) for acrobat-I c-om-10000/z/s, which is under anticipated occurrence rate. 3. The device was not received which could not be evaluated, the reported failure could not be confirmed. The manufacture processes were reviewed and no deficiency indicating the reported failure was observed, which demonstrated the production process are normal and all devices were packaged correctly. Since no picture or user details is available for review, the specific root cause is impossible to define. The IFU has the warnings and precautions that ¿do not use if the product sterilization barrier or its packaging is compromised.¿ and the device missing could be identified by customer before using, there was no patient involved, no ncmrs, rework, or deviations documented for the reported batch. Based on above review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Reason for close: - the investigation has been conducted. - MDR has been completed. - the complaint file is completed. Comments: - the device was not received which could not be evaluated, the reported failure could not be confirmed. The manufacture processes were reviewed and no deficiency indicating the reported failure was observed, which demonstrated the production process are normal and all devices were packaged correctly. Since no picture or using details is available for review, the specific root cause is impossible to define. - the occurrence rate is about (B)(4), which is under the anticipated o=1 (< 0.1%), the risk is considered as low. IFU also has the warnings and precautions that ¿do not use if the product sterilization barrier or its packaging is compromised.¿ and the device missing could be identified by customer before using, there was no patient involved, and no consequences or impacts to the patient. There were no ncrs, rework, or deviations documented for the reported batch. - the trending will be monitored continuously.